Manufacturer narrative:
The following devices were also listed in this report: trident 0 deg insert 40mm; cat# 623-00-40f; lot# mepth5. Accolade tmzf hip stem #2; cat# 6020-0230; lot# 27535705. V40 cocr lfit head 40mm/+12; cat# 6260-9-440; lot# a31mpa. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding infection involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there has been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology reports, more relative x-rays and operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information and/or device become available, this investigation will be reopened. Product surveillance will continue to monitor for trends. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient¿s wife called and stated that her husband had his primary right hip replacement on (B)(6) 2009. She stated that he had been in severe pain since surgery, had infection in his bone and the implant had shifted. He had a revision on (B)(6) 2009.

Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the sterile lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient¿s wife called and stated that her husband had his primary right hip replacement on (B)(6) 2009. She stated that he had been in severe pain since surgery, had infection in his bone and the implant had shifted. He had a revision on (B)(6) 2009.